Event description:
The complaints team received an impact study that found a culture from the device following explant was positive for traces of e. Faecium. The patient was treated with vancomycin but switched to linezolid per infectious disease recommendation. The patient did not have a fever or elevated white blood cell count. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 was inadvertently omitted from manufacturer device report 1220648-2025-25743. G2 report source; study was missing from manufacturer device report 1220648-2025-25743.

Event description:
Additional information received from the impact study stating the patient had an axillary artery injury with a possible relationship to the impella device. No further details were provided.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. B5 updated with additional information received from the clinical site h6 revised to included additional information received from the clinical site.